Manufacturer narrative:
Information was received on 15-jan-2021 indicating that the event occurred while in use with a patient and there was no consequence to the patient. Device evaluation completion date: 02/03/2021: device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the moment the device was powered up, the device started double beeping. It was noted that the downstream sensor was the cause of the reported issue. Service will replace the downstream sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was continuously beeping. There was no reported adverse event.